Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's log files showed no external power and low power hazard events noted on (B)(6) 2019. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu itself or at the wall outlet, or the house losing power. There is an mpu locking a/c power cord available. Information regarding the cause of the no external power alarm was requested but not provided.

Manufacturer narrative:
The serial number of the mpu was requested multiple times but not provided. Due to this, manufacturing date is also unknown. Manufacturer's investigation conclusion: during the review of the log file provided by the customer a no external power events was noted. The log file contained events recorded from (B)(6) to (B)(6) , 2019 where power cable disconnect alarms and some pi events were recorded. The information captured on february 4 at 12:52 revealed that the speed was adjusted from 8800 rpm to 8000 rpm (low speed limit was 8200 rpm). At 13:07 the speed was adjusted to 8400 rpm and the low speed limit was adjusted to 8000 rpm. The data captured on february 11 at 12:18 revealed a transient no external power alarm. The associated voltage levels indicated that the event occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected. A specific root cause for the no external power event was not determined. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.